Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01842 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that power off alarms occurred several times during outpatient management. The battery clip was replaced with a backup battery clip but the alarms continued to occur. The system controller was replaced. A device malfunction on the system controller was suspected. No heath hazard.

Manufacturer narrative:
This event occurred at (B)(6). Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed based on the information recorded in the provided log file. A log file provided by the customer was reviewed. The log file contained events recorded from the time stamp of day 6, 1 hour and 30 minutes to day 13, 22 hours and 51 minutes where multiple power cable disconnect and several low voltage advisory alarms were recorded. Some of these alarms appeared atypical; however, a specific root cause was not able to be determined. The pump support was not affected and the system maintained the desired set speed with no interruptions. A specific root cause for the power cable disconnect alarms captured in the log file was not able to be determined. The system controller was not returned for evaluation. Per the additional information received on 08jan2021, the controller was ruled out and the problem was isolated to the connection issues between batteries and clips. The system controller serial number was not provided. Patient handbook, operating manual, covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. No further information was provided. The manufacturer is closing the file on this event.